Event description:
It was reported that this pacemaker entered safety mode, which permanently limits device function. This pacemaker has been explanted and replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.